Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2019 to parameters below the normal operating range and a subsequent rise in power consumption to levels above normal operating range starting on (B)(6) 2019. There were 41 low flow alarms logged since (B)(6) 2019 and 65 high watt alarms were logged since (B)(6) 2019. In addition, one vad stopped alarm was logged on (B)(6) 2019 at 20:51:15. This was followed by an additional vad stopped alarm, likely logged during troubleshooting. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and triggering high watt alarms, further resulting in a vad stop. Possible clinical factors that may have contri buted to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative cour se. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient went to the hospital with acute low flow. The patient was treated with medication and the flows increased slightly after several hours and improved a bit more with reduced revolution per minute (rpm) but the patient pulsatility remained low. The vad exhibited a rise in power and continued to rise and then a vad stop occurred. The vad remained off for several hours and there was no return of power or flow. It was further reported that high power was due to ingestion of a thrombus which led to the vad stop. The patient was treated with anticoagulant for the thrombus. It was further stated that there was inflow occlusion that transitioned into a vad thrombus. The patient was transferred to the intensive care unit (ICU) to be weaned from the medication and now remains on ventricular support with intravenous (IV) medication after the vad was exchanged. No further patient complications have been reported as a result of this event.